Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a crack on both front corners of top case. Along with a crack on right plunger case and battery door. During analysis, the reported issue regarding check clutch error was able to be duplicated during occlusion test. Service replaced leadscrew and clutch halves for preventive of check clutch error. Service also replaced the top case, right plunger case and battery door. Service also performed preventive maintenance and all functional testing. During the analysis, it was determined that the pump was dropped or mishandled by customer. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is normal wear and customer damaged. The pump is over 13 years old. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a clutch error and top case error was experienced. No patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A review of the event history log identified check clutch error.

Event description:
Additional information received via email: no recent internal information on patient incidents for these two pumps, including user work orders. These were more than likely problems caught during service.